Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient mentioned she needs to have an MRI because she has headaches. The patient mentioned the MRI facility doesn't want to perform the MRI "even though her ins stopped working over a year ago. The patient mentioned she does not know why the ins stopped working, and isn't sure if it's because she fell and broke something "or what". Patient services (ps) was unable to review MRI compatibility as they could not find the patient's record, and patient did not have information available. The patient had a hand written idc that did not have any device information. The patient became frustrated, stated she will call her doctor because the patient is going through a lot, and disconnected the call. No further complications were reported. No additional patient symptoms were reported.